Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. In addition, pump personal profile and settings was noted to be missing. Customer reported blood glucose level was 187 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.